Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date involving a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch, and it was reported that mobile and immobile debris floating in the drip chamber of her intravenous tubing after spiking a normal saline bag. It was found that one speck is black and the other is brown. Even with aggressive scraping using a scalpel, the speck could not be removed from the plastic inner surface of the drip chamber. There were no reported patient involvement and no reported harm.